Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was being implanted with an impella 2.5 device for mechanical circulatory support. While on support, the impella stopped alarm, retrograde flow alerted. The physician tried to troubleshoot; however, the alarm would not resolve, and the implantation was aborted.